Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device manufacture date: 27jan2013 to 28jan2013. Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 2339187. The customer returned (10) 1 cc, 12.7 mm, 29 g syringes in a sealed poly bag from lot # 2339187. The returned poly bag was examined and one syringe exhibited the needle through the shield. Since the needle was through the shield, exposing the cannula, a needle stick could occur. Probable root cause - the syringe was involved in a jam at the pils prior to shielding and the cannula was bent. It is likely the angularity camera identified the part, but it got stuck in the dial when the ejector activated and it was not ejected into the waste container. Since the cannula was bent when the machine went to put the shield on the syringe, the needle penetrated the shield.

Event description:
It was reported that the suspect device had a bent needle that transpierced the protective sleeve and the patient received a needle stick injury from the unused device. Another similar device was found in the same box.